Manufacturer narrative:
The reported event for low pacing impedance was confirmed. As received, a complete lead was returned in one piece. X-ray inspection found over torque of the inner coil consistent with procedural damage. Electrical testing found internal shorting due to an over torqued inner coil. The cause of low pacing impedance was due to internal shorting due to over torquing the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.